Event description:
It was reported that the colonovideoscope presented an error code 216 and image noise occurred when shaking it after system connection. The issue occurred during inspections for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of error 216 was not confirmed and the image noise was confirmed. Based on the results of the investigation, and since the device malfunction of error 216 was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Root cause of the image noise was due to damage to the plug unit (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.